Manufacturer narrative:
Device evaluation: the device related to the reported events deflation was received on may 06, 2025 with lot number 3317769. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as surgical damage. As per the investigation procedure, crease and no penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device was explanted and replaced.